Event description:
The complaint information reported was as follows: 'standard fna performed. During the first pass of needle into lesion, the consultant was of the belief the needle tip broke off and was in the patient. The patient was sent to x-ray and no trace of needle tip found or anything untoward. Consultant has no concerns and patient had no ill effects and is recovering. The nurses and consultant are not sure if anything was indeed left behind in the patient or if the needle broke.' According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Even though the user is unsure whether the needle broke and/or was left in the patient, adopting a conservative approach this complaint report is currently deemed reportable to the FDA on the basis of the reporting precedence established for this product family for needle breakages, regardless of the patient outcome. The complaint device reported is an echo-hd-22-ebus-p device of lot number c1062590. The echo-hd-22-ebus-p devices of lot#c1062590 did not reveal any discrepancies that could have contributed to this complaint issue. The complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink resulted in a breakage. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory, it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There have been no reported adverse effects to the patient as a result of this occurrence. Initial concern was that needle tip was left in patient, but x-ray images revealed nothing, so there is uncertainty on this issue. Nothing was retrieved from the patient. Complaints of this nature will continue to be monitored for potential emerging trends.